Manufacturer narrative:
(B)(4) upon completion of investigation a follow up submission will be done.

Event description:
Tegaderm not water resistant/proof. Confirms she changes dressing every other day. Went on to state end user showered on sunday- then on monday when she went to change the dressing she noticed what appeared to be air bubbles under the tegaderm. Upon taking the tegaderm off she felt the dressing and it was moist and skin was reddened/bleeding where the dressing was placed. She was not sure how water was able to penetrate the dressing as all borders of the tegaderm were intact . She confirms the catheter site is not leaking as the moisture on dressing was clear and not yellow, which is the color of his pleural fluid. Denies use of any skin barrier, oils, creams or new soap/ body products being used. To date no medical intervention sought for reddened-bleeding skin.

Event description:
Tegaderm not water resistant/proof. Confirms she changes dressing every other day. Went on to state end user showered on sunday- then on monday when she went to change the dressing she notice what appeared to be air bubbles under the tegaderm. Upon taking the tegaderm off she felt the dressing and it was moist and skin was reddened/bleeding where the dressing was placed. She was not sure how water was able to penetrate the dressing as all borders of the tegaderm were intact . She confirms the catheter site is not leaking as the moisture on dressing was clear and not yellow, which is the color of his pleural fluid. Denies use of any skin barrier, oils, creams or new soap/ body products being used. To date no medical intervention sought for reddened-bleeding skin.

Manufacturer narrative:
(B)(4) since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review showed no non-conformities associated with this issue during the production of this batch. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. The failure mode will be entered into the complaint management system to be tracked / trended.